Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The device was inspected; this showed no discrepancies. The device was filled with water and monitored during filling to check for any leakage between the pump tubing and luer. During this filling process no leakage was identified. The reported issue could not be confirmed.

Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir leaked medical fluid from the tubing connector. No patient consequences were reported. No adverse effects were reported.